Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically breached due to a tear, and visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that during a device replacement procedure, noise was observed on the right ventricular lead after defibrillation threshold testing. The lead was removed and reinserted into the device to rule out a connection issue. The device detections were programmed off until the lead was explanted and replaced ten days later. During the right ventricular lead extraction, the right atriallead was damaged. The right atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a device replacement procedure, noise was observed on the right ventricular lead after defibrillation threshold testing. The lead was removed and reinserted into the device to rule out a connection issue. The device detections were programmed off until the lead was explanted and replaced ten days later. During the right ventricular lead extraction, the right atrial lead was damaged. The right atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable tachy lead (B)(6) 2003; (B)(4) implantable cardioverter defibrillator (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.